Event description:
Device 1 of 2. Ref MFR report #: 1627487-2014-25256. The pt has a pns and scs system. This event is related to the pns system. The pt has two peripheral (off-label use) leads with the same lot number. It was reported the pt is experiencing a shocking sensation at the lead and ipg sites. In turn, the pt will undergo surgical intervention to explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.